Event description:
After receiving several cypher stents, the pt was reported to have thrombosis and restenosis.

Manufacturer narrative:
The target lesion was the mid to distal rca. The vessel was de novo and concentric lesion. Aha/acc classification of the vessel was a type c. The lesion length was 20mm and vessel diameter was 3.0mm. In 2002, a non-cordis bare metal stent (bms) was implanted in the mid rca. In early 2005, the distal rca was treated with a 3.0x28mm cypher stent. Pre-dilation was conducted with a balloon (3.0/20mm). Inflation pressure and time were unknown. The cypher stent was implanted at 16atm for 40 seconds distal to the implanted bms, overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 2 before the procedure and 3 after the procedure. Act was not measured. Approx six months later, restenosis was observed from the bms in the mid rca towards the cypher implanted at the distal rca. To treat the restenosis, pre-dilation was not conducted and a 2.3 x 30mm cypher stent was implanted at 20 atm for 40 seconds from the distal end. Then a 3.0 x 18mm cypher stent was implanted at 22 atm for 40 seconds proximal to the 2nd cypher, overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before was 1 procedure and 3 after the procedure. Act was not measured. In 2009, the pt had stuffiness in the ear on exertion. The following month, pt had stuffiness in the ear at 6 p.m. The pt complained of chest pain and was vomiting at 9 p.m. The following day, the pt was brought to the hosp as an emergency. Cag was conducted and thrombus was observed from the proximal end to inside the 3 implanted cypher stents. In order to treat the thrombus, aspiration and poba were conducted. Two days later, the pt was discharged from the hosp. Physician indicated that the probable cause of the thrombotic event was because the 3 cypher stents implanted were under dilated. This device is distributed outside the united stated; however, it is similar to the united stated product. Please refer to MFR report# 9616099-2009-01387 and 9616099-2009-01388. The product remains implanted in the pt and is not available for analysis. Device history review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.